Event description:
It was reported that the device was used during a lobectomy procedure. It was reported that the device was empty. It is unknown how the case was completed. Unknown patient consequence.